Event description:
It was reported that this right atrial (ra) lead fractured and caused inappropriate shocks. This lead remains in service. No additional adverse patient effects were reported. Additional information was received that the patient was scheduled for a clinic visit with a plan to extract this ra lead, however the patient did not show up for their last appointment. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b1 and h6 device code.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead fractured and caused inappropriate shocks. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b1 and h6 device code.

Event description:
It was reported that this right atrial (ra) lead fractured and caused inappropriate shocks. This lead remains in service. No additional adverse patient effects were reported. Additional information was received that the patient was scheduled for a clinic visit with a plan to extract this ra lead, however the patient did not show up for their last appointment. This lead remains in service. No additional adverse patient effects were reported. Additionally, this ra lead was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.